Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient experienced electrical faults alarms. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. A cleaning procedure was performed to remove contaminants per the manufacturer's specifications. There was no patient injury as a result of this event. The controller, (B)(4), was returned to manufacturer for evaluation; the controller passed functional testing but failed visual testing revealing driveline port contamination. Review of the controller log files confirmed the reported electrical fault alarms. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use (ifu00001, rev. 21 and ifu00199, rev. 04): provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller. Note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) hospitalization. Controller - (B)(4)/ 1403us - expiration date: 01/31/2015 - device manufacture date: 01/01/2014. (B)(4).

Event description:
It was reported from the united states that the ventricular assist device (vad) presented electrical fault alarms. The site staff stated that the first alarm was logged in the morning of (B)(6) 2014 and preliminary analysis of controller log files confirmed the presence of the alarms. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The electrical fault alarms were not able to be reproduced during troubleshooting. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. Two driveline disconnects were performed with each disconnect lasting approximately 45 seconds. It was stated that the patient tolerated the vad-off time well. The driveline connector appeared clean but there was visible contamination of two controller pins. The electrical fault alarms could not be reproduced after the procedure. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.